Event description:
A report was received that the patient is having trouble charging their implant. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that during the ipg replacement surgery the physician also explanted a lead due to high impedance readings. The patient is doing well following the revision. Additional suspect medical device component involved in the event: model#:sc-2138-50, (B)(4) & (B)(4), description:scs 50cm iii lead the explanted lead will not be returned to bsn for further evaluation as it was discarded by the medical facility.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging and performance tests. Device exhibits normal charging and discharging characteristics. A review of the manufacturing documentation of the explanted lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is having trouble charging their implant. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient is having trouble charging their implant. The patient will undergo an ipg replacement.